Event description:
It was reported that the patient experienced a sudden loss of therapy effect on one side. The patient underwent a revision procedure in which the deep brain stimulator implantable pulse generator (ipg) was replaced, two lead extensions were explanted, and a new lead was implanted. The physician suspected that the ipg was the cause of the issue. It was noted that during the revision, up to the point that the new ipg was placed, and the wound was closed, impedances were fine. Then all of a sudden, the right lead displayed high impedances on one of the contacts. The physician decided to just go along with it, since that particular contact is not used, and never has been used.

Manufacturer narrative:
Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 5125856. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7037363.

Event description:
It was reported that the patient experienced a sudden loss of therapy effect on one side. The patient underwent a revision procedure in which the deep brain stimulator implantable pulse generator (ipg) was replaced, two lead extensions were explanted, and a new lead was implanted. The physician suspected that the ipg was the cause of the issue. It was noted that during the revision, up to the point that the new ipg was placed, and the wound was closed, impedances were fine. Then all of a sudden, the right lead displayed high impedances on one of the contacts. The physician decided to just go along with it, since that particular contact is not used, and never has been used.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6) batch: 5125856. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7037363. Device technical analysis: db-1200, serial (B)(6): the returned implantable pulse generator was analyzed, passed the functional test, and exhibited normal device characteristics. Nm-3138-55 lead extensions, serial: (B)(6): laboratory analysis of the returned lead extensions revealed that they were cleanly cut. Visual and x-ray inspections confirmed that there was no fracture present. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure.